Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was extremely thirsty, was not herself, and did not have the ability to interact; she couldn't stand up and had severe headache. The patient uses tandem tslim in modified closed loop. The caregiver noticed a sensor failed message on the pump screen, and no glucose readings were being displayed. The patient didn¿t realize when the sensor had failed since she does not have the ability to interact. Her caretaker only noticed it when she came by in the morning on (B)(6). The reporter doesn¿t know exactly when the sensor failed, since she lives in a different house and only checks on the patient each morning. The last known cgm was not provided. She did not check her bg using fs and immediately called 911. Paramedics arrived within five minutes and checked the patient¿s blood glucose via fingerstick, which read as high. The patient was transported to the hospital. The patient was admitted to the emergency room (ER), where her blood glucose was found to be over 1000 mg/dl. The insulin pump was removed and insulin drip started. The patient was transferred to the ICU, where she was diagnosed with dka where extensive bloodwork was performed. The patient remained in the ICU for two days before being moved to a regular room. During her stay, blood glucose was monitored every two hours, and she was treated with both humalog and lantus insulin. The patient was discharged on the evening of (B)(6), feeling very weak but beginning to recover. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.